Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. A visual inspection of the returned photos noted a foil pouch showed to be opened at the opening tear and a retainer. A green suture could be observed within the retainer but due to the quality of the image the condition of the suture could not be determined. The visual inspection of the returned product noted one suture. The needle was not returned. Upon microscopic inspection of the suture, normal crimp marks were noted and the barbs were present. It was reported that both the needle and thread were broken. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, during suturing of the gastrointestinal anastomosis, when the packaging was opened five minutes after, it was found that both the needle and thread were broken. A new suture was used to resolvethe issue. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.